Event description:
Micron filters that can be used for either medication therapy or total parenteral nutrition (tpn) administration indicated it had occluded. Filter(s) replaced and occlusion resolved. Occlusions were rare in the past. Manufacturer has pulled lot and replaced.there has not been any adverse patient outcomes. The occlusion has occurred multiple times.====================== health professional's impression======================physicians have increased the amount of calcium prescribed which in turn increases the amount of particulate matter in the calcium. As advised by pharmacy (who mix the tpn)====================== manufacturer response for micron filter, microbore extension set, 7 inch with 0.2 micron filter======================manufacturer has replaced the lot in question.